Event description:
It was reported that the patient has high impedance. The patient's physician is not aware of any trauma to the site. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient had a full system explant due to high impedance and since the device "never worked for them." The explanted devices were sent to pathology and have not been returned to the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
D4: lot #, corrected data - the initial reporter inadvertently left out the associated lot #. D4: expiration date, corrected data - the initial reporter inadvertently left out the associated expiration date. H4: manufacture date, corrected data - the initial reporter inadvertently left out the associated manufacture date.

Event description:
X-rays were later taken and sent to the manufacturer for review. Chest and neck and lateral chest and neck x-ray images were reviewed following the report of high impedance. The generator placement was assessed to be not in accordance with labeling, as it was placed lower than rib 4. Based on the images provided, the feedthrough wires were intact. The connector pins were observed to be fully inserted. The lead could be visualized around the generator, but not routed behind the generator. The strain relief bend and loop were visualized and placed as specified in labeling. One tie-down was visualized to be securing the strain relief loop. Due to the scope and quality of the images, it could not be determined if there were additional tie-downs and/or their placement. Based on the x-ray images received, the leads appear to be intact. No gross fractures or sharp angles were observed in the images provided. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.